Manufacturer narrative:
A2. Age at time of event: 18 years or older. Device evaluated by MFR: a f/g, promus element plus, mr, ous 2.50x16mm stent delivery system was returned for analysis. A visual examination of the stent found that the distal edge of the stent had a raised strut. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no kinks or damages. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. A test guidewire loaded successfully through the wire lumen. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The mild to moderately stenosed, diffused target lesion was located in the mildly calcified right coronary artery, distal end of left anterior descending artery, and left circumflex artery. A 2.50x16mm promus element plus drug-eluting stent was advanced for treatment. However, significant resistance was encountered while advancing and the stent strut was lifted up. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. The mild to moderately stenosed, diffused target lesion was located in the mildly calcified right coronary artery, distal end of left anterior descending artery, and left circumflex artery. A 2.50x16mm promus element plus drug-eluting stent was advanced for treatment. However, significant resistance was encountered while advancing and the stent strut was lifted up. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.